Event description:
A few weeks after the initial surgery, a loose closure top was noted at the top of the construct on an x-ray of the pt. Approx one month after the surgery during follow up, additional images confirmed that only one closure top was loose. No revision surgery is planned. The pt is undergoing routine monitoring.